Event description:
It was reported that patient underwent a revision surgery of his inflatable penile prosthesis (ipp) due to fluid loss at the left cylinder. The patient had a hole in the left cylinder of the device which cause the fluid to leak and device was not functioning properly. No patient complications were reported in relation to his event. New device was implanted and the explanted device will not be returned for analysis.